Manufacturer narrative:
The spectrum smart cable was returned to verathon for evaluation. A technical service representative confirmed the intermittent image when the cable is manipulated. Since there are no repairs available the customer was provided with a replacement spectrum smart cable and the returned cable was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would cut out when the cable was manipulated. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.